Event description:
On (B)(6)2009, I had a medtronic pain pump inserted in both my abdomen and threaded through my spinal canal at the t12 level. I knew that this meant a year of my husband driving me 45 mins both ways, every week while the physician attempted to titrate my dosage. He did this with a instrument called the "interrogator". Problem: the interrogator can tell you how much fluid is in the pump, it can remove the fluid from the pump, it can put different fluid in the pump, but it cannot tell you if the tip of the catheter is clogged or if the spinal is dangerously full of fluid! I do not mean to be dramatic about this but it boggles the mind that the FDA issues a class I recall on these pumps and they are still out there, one of which was on the recall list was implanted, sadly, in my spine. I told my physician for 7 to 8 months that I had no feeling and lots of numbness from my posterior waist all the way down to my knee. He finally caught my husband's cold stare and told me to have my general practitioner order a thoracic cat scan. I have long q t syndrome and have a pacemaker/defibrillator so mris are out of the question. I asked this physician if I should have the thoracic cat w/ contrast. He replied,"have you ever had back surgery?" I replied "no". He said, "well no need for contrast then". Upon receiving the thoracic cat results, he quickly draws with his hand how my back is the thing that's causing the numbness. In the 8 or 9 month, this physician came in singing -singing is his way of throwing the patients of course so, they don't complain and certainly don't want to put this physician in a bad mood since he acts so happy. This is how he sees 50-60 pts. On monday, tuesday and wednesday, because by disarming them, they really don't complain and each gets about 5 mins per visit. I sat on the couch for 3 months. I could tell my husband what was wrong, I just knew something was very wrong. Suddenly, all "h" broke loose. I could neither sit or lie down.. I could only stand. This went on for 5 days and since my husband is medically disabled from the dept of corrections after contracting (B)(6), I tried to cry quietly as sleep is so important for him. Finally on saturday, he called the exchange and they reached this physician at his (B)(6) office. I didn't know how I was to ride in a car but hubby put massive pillows in the backseat and propped me on my right side. Upon arrival, this physician spent his usual 5 minutes and told husband to take me to (B)(6) and admit me there. This seemed odd since (B)(6) is right by his office, but we followed orders. At (B)(6) hospital, they knew just by my pain and the fact that nothing would touch it that I probably had a granuloma. My husband worked with the nurse's father at (B)(6) and she said that the radiologist is refusing to come in because he knows he'll get stuck w/ me until they find a neurosurgeon. So they discharged me in horrific pain. I have dealt w/ their ceo about this ordeal. So this physician said since your own hospital won't admit you, come back to (B)(6) and I'll get you admitted at (B)(6) -my very least favorite hosp. A rather painful thecal puncture and a side position w/ 4 people holding me, the cat table was moved up and down so, the radiologist could try to detect move about the granuloma. I went to my cat room, and he entered shortly and told my husband and I that he could tell whether the 3 1/2 mm granuloma was on the outside or inside of my spine. Worry sets in. Up all night moaning and trying not to disturb my room partner but my pain was such that I could only rock back and forth like a baby moaning without a mother. By 10 am, (B)(6) ambulance came to transport me to (B)(6)- the only good thing "this physician did for me". And I would have expected nothing less since I have been his patient since 1998. Dr. (B)(6) assured my husband not to worry. He said, "I have taken out many many of these pumps." This most excellent neurosurgeon has taken out many of these pumps! Why! You have to ask yourself why. I can tell you that a machine whose "interrogator" cannot tell if a spinal cord is being compromised then it isn't worth the metal it's made of. You may ask why I have waited 1 year and 6 months or so to report this to you. I have had to have massage therapy as "this physician" it turns out was on probation-yes he was proctored in (B)(6). Problem is "this physician" hadn't even seen the pts in 5 yrs. So I am left with a partially paralyzed left leg and a disease called "oesotitis" pubis, which I understand is an inflammation on my pubic bone which in turn split the pubic bone in two, and eventually with through improper articulation of my right hip with shorten the leg. They say this is possible because my spine was completely bulging with fluid and add to that the granuloma wrapped around the spine. But hey, I use a cane on some days but I could have been paralyzed completely and I count my blessings everyday. I need to make something very clear. Some physicians are competent and understand how much to inset in the pump and which types of medications to use in the pumps. I have already eluded to the faulty interrogator. Dates of use: (B)(6)2008 - (B)(6)2008. Diagnosis or reason for use: chronic pelvic pain interstitial cystitis; post hepatic neuralgia.